Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During initial mapping, the lp helix was unprotected when repositioning which resulted in a stretched helix. The lp was exchanged, and the procedure concluded without further issue. The patient was stable.

Manufacturer narrative:
Device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. The reported event of stretched was confirmed. Visual inspection showed that the helix length was stretched out of specification consistent with having occurred during procedure. No further anomaly was noted, the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies.